Manufacturer narrative:
This report is for an unknown screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that(B)(6) 2021, during the surgery to repair an olecranon fracture (orif olecranon), the surgeon was not able to get two (2) of the 2.7mm variable angle locking screws that were used in plate to lock. For each of these two (2) instances, the surgeon had drilled correctly with the drill bit, using the drill guide engaged in the plate. The surgeon maintains that in both instances, he was indeed drilling within the prescribed 30-degree cone allowed by the 2.7mm variable angle drill guide, when engaged in the 2.7mm variable hole of the plate. The surgeon utilized the correct torque limiting attachment with the screwdriver handle for final tightening of both screws; however, the surgeon could not get the two (2) screws to tighten and lock as is signified an audible ¿click¿. Instead, surgeon explained that the head of the screws in each case were simply spinning in the recess of the 2.7mm variable angle hole. In both instances, the surgeon made the decision to leave the screw in place even though they failed to lock into the hole of the plate, and utilize them as positional fixation. The surgeon was able to achieve excellent fixation and correct locking with 8 other holes in the plate, and the surgery finished with an excellent result. This report involves one (1) unknown screws: locking: trauma. This is report 1 of 2 for (B)(4).